Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2013 . On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Manufacturer narrative:
Date of event: unclear; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2013 . On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that a greenfield filter was implanted due to a motor vehicle collision resulting in multiple lower extremity traumatic fractures and brain injury, including intracerebral hemorrhage, thereby precluding pharmacologic deep venous thrombosis (dvt) prophylaxis. The ivc filter was implanted without complications and deployment was full and symmetric. Post filter placement, a handheld injection of contrast indicated the filter was in good position and below the level of the lowest-most renal vein. The patient was transported back to the intensive care unit in stable condition. The patient was seen in follow-up in (B)(6) 2013 not able to bear weight, arriving in a wheel chair. It was reported the patient maintained on enoxaparin and removal of the ivc filter was recommended in six months. In (B)(6) 2013, the patient was referred for ivc filter removal. A CT scan indicated the configuration of the filter was concerning for a permanent ivc filter such as a greenfield. However, given the ivc filter configuration and appearance, it was unclear whether it was a temporary or permanent filter. Additionally, a clot was identified in his left common femoral vein. Further confirmation of ivc filter was requested prior to removal. Long term anticoagulation was recommended and vascular clinic consult occurred to evaluate venous thrombosis. In (B)(6) 2013, the patient was referred to hematology/oncology for evaluation of anticoagulation needs. A CT of abdomen/pelvis was also advised to evaluate for venous thrombosis. It is unclear when warfarin anticoagulation therapy was initiated, however, inr results were reported beginning in (B)(6) 2013. Anticoagulation therapy was discontinued in (B)(6) 2013 due to subtherapeutic inr results despite warfarin 87.5 mg/wk. In (B)(6) 2017, a CT scan was performed which indicated the inferior vena cava tip was minimally tilted dorsally but the filter was adequately centered. The filter struts were in ideal positions without penetrating the vena caval wall and no surrounding organ was demonstrated. No fracture of the struts was noted. The filter was located below the renal veins and above the iliac confluence. There was no abdominal organ abnormality, no bone lesion and no fluid collection. The overall opinion of the CT scan was reported as adequate position of the ivc filter. No further patient complications were reported.